Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Incorrect positioning or orientation of the filter is one of the potential complications cited in the IFU associated with this product. In the IFU, step 28 of the recommended filter implantation states ¿perform a control cavagram prior to terminating the procedure. Verify proper filter positioning.¿

Event description:
According to the notice received by way of civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital. The patient had a scheduled removal approximately 2 months later on or about (B)(6) 2014. The physician attempted to remove the device but was unsuccessful as the retrieval hook was embedded in the caval wall. The patient alleges the ¿implanted filter continues to pose an unreasonable risk of causing thrombosis. The implanted filter continues to pose an increased and continued risk of perforation, including perforation of plaintiff¿s vena cava, perforation of surrounding vital organs, and perforation of the spinal column, all of which can result in severe pain and life threatening complications. The implanted filter also continues to pose an increased risk of fracturing; including the risk that fractured portions will travel to the plaintiff¿s lungs or heart with the possibility of causing immediate death or serious injury.¿ argon¿s attorneys are attempting to gather information.